Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 24 mg/dl at the time of the incident. The customer was at 209 mg/dl at the time of the call. The customer experienced symptoms such as confusion and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer has been having a lot of issues with the pump with beeping and no delivery alarms even after set changes. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to burnout electronic assembly. The motor assembly and keypad traces were found burned out per visual inspection. Unable to verify operating currents or perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test, displacement test, dat test due to blank display. Unit received with cracked case at the display window corners. Unit received with minor scratched display window and case. Unable to verify if units left in the reservoir matched units left at the status screen display or verify that unit delivered programmed bolus due to blank display anomaly.